Event description:
The hypotube kinked during the procedure resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and needed to insert the aspiration catheter. The physician turned the knob on the adapter to open the clamp to remove the wire and the jaws were jammed closed and kinked the wire. The physician attempted to reopen the jaws and they would not release. The clamp was eventually opened but the hypotube kinked. The kink in the wire caused the occlusion balloon to deflate. The physician was unable to aspirate the vessel because of the loss of occlusion. The patient is reported to be fine.